Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded through to the coil at 11.4 cm to 12.0 cm from the connector pin which resulted in the reported noise. Abrasions are indicative of exposure to constant friction with another implantable device.